Manufacturer narrative:
(B)(4).

Event description:
It was reported that "leakage". The user provided video footage of the catheter body leaking during use. The catheter was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a catheter body leak was confirmed by complaint investigation of the returned sample. The customer returned a catheter that had been intentionally severed adjacent to the juncture hub. Visual inspection revealed a tear towards the proximal end of the severed catheter body. The edges of the hole were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, needle bevel, etc.). Functional testing could not be performed to recreate the leak; however, a tear of this nature is likely to cause leakage during use. Additionally, the location of the tear is consistent with the leak observed in customer provided video. Based on the customer report and damage observed, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "leakage". The user provided video footage of the catheter body leaking during use. The catheter was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".